Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was a manufacturing issue. The set was visually inspected and noted embedded matter (pm) approximately 38 down from the bottom of the patient connector inside the patient line tubing. The pm was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
Email received in corporate mailbox on (B)(6), 2011. Patient reported patient extension line had black fibers in the line. The hp would like a call back to advise what to do with the product. Baxter contacted the patient on (B)(6)-2011. No patient injury or medical intervention was reported. The patient stated the following: the sample was available and requested and it was not used for therapy. No patient injury or medical intervention was reported.